Event description:
It was reported that there was a reddish film on the lens of the videoscope that can be seen on the image when the scope was being used. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional data:d9 the device was returned to olympus for inspection and the reported failure of reddish film on the lens was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.